Manufacturer narrative:
The reported event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Health professional later reported scar dehiscence.

Event description:
Healthcare professional reported right side "extrusion of the prosthesis after mastitis" and later reported scar dehiscence. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ extrusion: unable to confirm as it is a medical event not related to the device. ¿ inflammation/irritation: unable to confirm as it is a medical event not related to the device. ¿ wound dehiscence: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ deformation: observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "extrusion of the prosthesis after mastitis" and later reported scar dehiscence. The device has been explanted.

Manufacturer narrative:
The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: extrusion. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "extrusion of the prosthesis after mastitis". The device has been explanted.